Event description:
Patient had undergone spyglass procedure. During this same procedure, the physician switched from the spyglass to the cook endoscopy cholangioscopy access balloon. The physician was able to enter the patient's common bile duct (cbd) which was estimated to be 18mm-20mm in diameter. A dilation was performed and the cholangioscopy access balloon was anchored in the left hepatic duct (lhd). A small endoscope (olympus xp160) was advanced over the balloon catheter and into the duct. The balloon position reportedly "slipped a bit" and the physician decided to switch to a smaller endoscope (olympus n180) because the xp 160 endoscope reportedly fell out of the common bile duct (cbd). Air insufflation was performed by using the endoscope. The physician reportedly saw something concerning on fluoroscopy. We requested clarification on what was seen that caused the concern and this was described as "ivc was white with air". (Ivc is inferior vena cava.) The anesthesiologist was asked if the patient was ok. The anesthesiologist indicated yes that the patient was ok and the physician continued with the smaller endoscope. The endoscope remained with the balloon. At this time the patient's heart rate dropped from 80 to 50. The patient went into cardiac arrest. Intervention was performed, but the patient died. The physician indicated the patient had a possible air embolism and described this occurrence as a "freak accident". The physician also commented that this was a long procedure, involving an elderly patient and three endoscope exchanges. The physician firmly stated on more than one occasion that the cook endoscopy cholangioscopy access balloon did not fail and did not cause the patient death. An autopsy was performed by thr medical examiner. We requested the cause of death listed on the autopsy report, but the information was not provided to us.

Manufacturer narrative:
The physician has firmly stated that the cook cholangioscopy access balloon did not fail and did not cause the patient death. The information related to use of this balloon and patient death was provided by the user to cook personnel on september 22, 2010. Based on the information provided at that time, we did not believe the cook device caused or contributed to the patient death. Upon further internal review, the decision was made on 11/05/2010 to document this as a complaint and MDR because although a product failure did not occur, usage of this product may have contributed to the reported air embolism and patient death because the balloon provides access in order to perform the cholangioscopy procedure. The MDR was submitted to FDA within 30 days from 11/05/2010. Evaluation: the physician indicated the balloon did not fail; the information provided did not allege a product malfunction occurred. The product said to be involved was not returned to cook endoscopy. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all cholangioscopy access balloons are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. The information provided indicated endoscopic air was used to insufflate the ducts during the procedure. All of the information provided by the physician regarding this event was reviewed with clinical personnel. An air embolism involves entry of air into the bloodstream. The air that caused the air embolism could have been provided by the air function of the endoscope. An autopsy was performed by the medical examiner. The cause of death listed on the autopsy report was requested, but the information was not provided to us. Corrective actions: an internal corrective action (i.e. CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. In response to this adverse event and out of an abundance of caution, further distribution of the cook endoscopy cholangioscopy access balloons (reorder (B)(4)) was discontinued on november 4, 2010. Although there has been no report of product malfunction, this distribution stop was carried out to further evaluate the information provided regarding air embolism. Cook is in the process of evaluating the situation to determine the appropriate actions. Customer quality assurance will continue to monitor for complaint trends.